Manufacturer narrative:
The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Thrombosis, myocardial infarction and death are known potential adverse event associated with stent implantation procedures. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. Discontinuation of antiplatelet therapy may cause thrombus formation. The physician commented that "the causes of the thrombotic event were the vessel diameter at the lesion was small, the lesion was bifurcated and the cypher bx implanted in the mid lad might have not been implanted in the right position." The reporter clarified that the physician may have had a "geographical miss" when implanting the stent but there was no product issue in this regard. Review of the information provided suggests that there are possible patient, lesion characteristics and procedural factors that may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Event description:
The indication for the index procedure was angina. The target lesion was in the mid lad. The lesion was a de novo and bifurcated lesion. Aha/acc classification of the vessel was type c. The lesion length was approximately 25mm and the vessel diameter was approximately 2.5mm. It was an elective case. It is unknown if pre-dilation was conducted. Cypher bx (2.5/28mm, lot#: i0605011) was implanted at 14atm (inflation time unknown) at the target lesion. It is unknown if post-dilation was conducted. The residual % of stenosis was unknown. Timi flow before and after the procedure were unknown. Ivus was not conducted. It is unknown if act was measured. Two days post procedure, the patient developed st-elevation mi. Angiography was conducted and thrombus was observed inside the cypher bx implanted in the mid lad. To treat the thrombus, aspiration and balloon angioplasty were conducted. In addition, iabp treatment was provided. Physician's comment: the possible causes of the thrombotic event were the vessel diameter at the lesion was small, the lesion was bifurcated and the cypher bx implanted in the mid lad might have not been implanted in the right position (geographic miss).